Event description:
It was reported that when using the bd pyxis¿ medstation¿ es p5ae device lost power and had no power at all. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf codes and manufacturer narrative a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the ¿ac panel failure¿ error was displayed, and main full height drawer 4 was identified as the source of the issue. A field service engineer (fse) investigation revealed a nicked pyxibus cable that was causing a short. The fse replaced the pyxibus cable and both the pyxis module controller and drawer controller boards, followed by reconfiguration, system reboot, and firmware updates. The repair was verified through hardware test application (hta) testing, and the customer successfully performed inventory to confirm full functionality. The system functioned as intended after field service engineer repaired the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es p5ae device lost power and had no power at all. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.